Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Part of the bio-composite implant is broken off at the distal end. Typically this type of event is caused by preparing a pilot hole that is too small, inserting the implant at an angle that is not co-axial to the pilot hole, and impacting the driver before the laser line is flush with the surface of the pilot hole. Device history record revealed nothing relevant to this event. This is the first complaint of this type for this part/lot number combination. The potential causes of this event are being communicated to the event reporter.

Event description:
The anchor immediately fractured when the doctor went to mallet the pushlock into the bone socket. The fragments were removed with an arthroscopic grasper. Another anchor of the same lot number was used and the second anchor fractured slightly but the doctor was able to mallet it mostly in and the anchor stayed. The fragments were removed. A drill for 3.5 pushlocks was used. The seated depth of implant was 19.5mm. This was a labral repair. Bone quality was fair.